Event description:
It was reported that when the device was used during a rectum cancer procedure, the surgeon could not remove the instrument after firing. The staples were not formed and there were some staples on the ring. So the surgeon changed to hand sewing and finished the procedure. There was no patient consequence.